Event description:
It was reported that during an implant procedure, it was difficult to advance a guidewire through the left ventricular lead. Another guidewire was tried, but with the same result so the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.